Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 120 ml bd vacutainer® plastic urine collection cup had 6 dirty needlestick injuries when users went to grab the cup. Testing was done for the dirty needlesticks but no medication was administered.